Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during an uncertain procedure. The tissue pad partially peeled during the procedure and no pieces were fallen off. The use of the subject device was immediately stopped. The procedure was completed using an uncertain device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to omsc for evaluation. As a result of the evaluation on (B)(6) 2017, omsc confirmed that the tissue pad was worn and partially peeled. The manufacturing record was reviewed with no irregularities. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad damage occurred by following mechanism. The tissue pad was worn due to activating output in seal & cut mode while the grasping section is closed without contacting tissue (including after the tissue already cut). The tissue pad was partially peeled due to the excessive heat caused by friction between the jaw and probe. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.